Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During servicing, fse verified the bf probe was clogged through visual examination. Fse cleaned the debris from the bf probe. Fse then ran quality controls with acceptable results. The error did not recur. The instrument was operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed serial number (B)(6) from 08-oct-2017 through aware date of 08-nov-2018. There were no similar complaints found during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags states the following: 1. List of error messages if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. Error message table lists error 2016 bf probe suction failure as indicating that "suction by the bf probe is abnormal". Troubleshooting for the error states to "clean up the wash probe tip or replace it. Contact the service department." The most probable cause of the 2016 bf probe suction failure error was due to a clogged bf probe.

Event description:
A customer reported error messages 2016 bf probe suction failure with the aia-360 instrument. The customer reported that the bf probe was missing the tip. The customer then cleaned the wash well and ran a wash prime. The error persisted. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delay of luteinizing hormone (lhii) and follicle-stimulating hormone (fsh) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.